Event description:
The customer reported multiple vitamin b12 calibration failures and elevated coefficient of variations (cvs) involving access 2 immunoassay system utilized in conjunction with the access vitamin b12 assay and calibrator. Through troubleshooting, it was noted system check also failed with a high substrate and high unwashed cvs. No erroneous patient results were generated or reported out of the laboratory. There was no patient consequence associated with this event. While troubleshooting, the customer discovered the substrate bottle cap fittings were slightly loose, and the customer tightened the fittings. The customer repeated system check and noted it failed due to high washed cv. Beckman coulter customer technical specialist (cts) instructed the customer to replace the aspirate probes and repeat system check; system check passed within specification. Beckman coulter advised the customer to reanalyze any patient samples for results accuracy since the time of the event. The customer reported no other issues were noted. The instrument was in normal operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone.